Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultramini meter displayed an error message. The complaint was classified based on the customer care advocate (cca) documentation as well as the initial call recording which was listened to by the medical surveillance specialist (mss). The patient reported that the alleged issue occurred on an unknown date during the ¿second week of (B)(6) 2014¿. The patient reported that the error message appears after blood is applied to the test strip and when attempting a control solution test. The patient manages their diabetes with metformin pills (500mg x2 per day) as well as with victoza insulin (adjusted depending on subject meter readings). The patient denied taking any action in response to their regular diabetes management regimen routine as a result of the product issue. The patient reported that at an unknown time after being unable to obtain a blood glucose reading on the subject meter, they became ¿lightheaded, sweaty, dizzy¿, and allegedly became ¿unresponsive, blacked out and was in a coma¿. The paramedics were called and arrived ¿sometime around noon¿. The patient was taken to the emergency room (e.r) where their blood sugar was measured. The patient was unable to provide an exact blood glucose result which was obtained on the e.r meter at this time but stated it was ¿very high¿. The patient was given IV fluids and had their blood sugar measured again at ¿3-4pm¿ and obtained a result of ¿over 300mg/dl¿ on the e.r meter. The patient was hospitalized for ¿several weeks¿ due to this condition, as well as for other health conditions they have which are unrelated to their diabetes. At the time of troubleshooting the cca noted that the patient obtained an unknown error message when performing a retest. The issue remained unresolved and the patient¿s products were replaced. This complaint is being reported because patient was unable to test their blood glucose on the subject meter which led to them suffering signs/symptoms which are suggestive of serious injury after the alleged meter issue began. In addition, the patient received treatment from a healthcare professional in response to these signs/symptoms and was hospitalized for ¿several weeks¿ as a result.